Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was recently the patient was in their car and they got an electric shock through their body and then it stopped and the implant was not responding to the controller. During call patient service walked patient through resetting the communicator and handset. Pt stated they met with someone, but they directed them to meet with their managing hcp. Patient was able to connect to their implanted neurostimulators. The patient was redirected to their healthcare provider to further address the issue.